Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "a material fracture occurred during a transpedicular spinal biopsy using an arrow-on-control bone biopsy devic e. As a result, the biopsy needle remained in the bone. It is still being clarified with the patient whether the foreign body should be removed by orthopaedic intervention." The patient's current condition is reported as "fine".

Event description:
It was reported that "a material fracture occurred during a transpedicular spinal biopsy using an arrow-on-control bone biopsy devic e. As a result, the biopsy needle remained in the bone. It is still being clarified with the patient whether the foreign body should be removed by orthopaedic intervention." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Device evaluation: one-unit of oncontrol (lot: 70850512) was returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Approximately 1 cm of distal cannula was missing. The distal end was observed to be stressed. A DHR review was performed, and no non-conformities were identified. Case details were reviewed. As per the additional received, the procedure was transpedicular spinal biopsy. The bone biopsied as an osteolytic vertebral body. The position of the bone is unknown. Approximately 1 cm of the cannula was left inside the bone. The patient is fine. The IFU states the following: - do not apply excessive force to driver/ needle set. Stress at the distal junction is indicative of tip being subjected to resistance. Density of the bone is unknown. Based on the information, the most likely root cause of the issue is operational context.